Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to worsening mitral regurgitation post-procedure. It was reported that on (B)(6) 2012, one mitraclip was implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 2+ to 1+, without a reported issue. On (B)(6) 2017, the patient experienced shortness of breath (sob) and mild worsening mr. No treatment or action was provided. Per physician, the sob was unrelated to the implanted mitraclip and the worsening mr was probably related to the device. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of worsening mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.